Manufacturer narrative:
Evaluation summary: one used e2783r-28asp electrode was received, and an evaluation of the sample confirmed device defects that may have contributed to the reported issue. Visual inspection found the device had melted around the aspiration holes. The damage caused the device to fail hipot testing for electrical leakage. This type of melting occurs as a result of arcing, which can occur when simultaneously activating the suction function and the electrical current. Arcing can also be caused by activating the electrode while it is retracted within the sheath. The investigation identified the root cause of the reported event to be misuse. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during removal of a gall bladder, a patient burn occurred. The device was arcing from the tip of the electrode and the irrigation sleeve melted. A small amount of unintended thermal damage occurred to the liver parenchyma, causing a second degree blister on the liver. Treatment was not required.